Event description:
Subject enrolled on (B)(6) 2019, and randomized to arm a - biennially. On (B)(6) 2024, it was discovered that subject #(B)(6) expired on (B)(6) 2019. This death occurred less than 30 days of her enrollment date, (B)(6) 2019. It is documented that subject was brought into the ER (emergency room) on (B)(6) 2019, after complaint of sob (shortness of breath). Upon arrival of ems (emergency medical services), subject was found unresponsive and resuscitated at 0600 (6:00am). Subject transferred to ER (emergency room) and seen by provider at 6:35am. Comfort measures ordered. Subject extubated with bradycardia, asystole followed. Subject pronounced on (B)(6) 2019 at 1432 (2:32pm). Attributed to cardiac arrest.